Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 400 mg/dl, and the meter bg reading was 40 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 32 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous fluids of dextrose and sugar and was released 2-3 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.